Event description:
Customer reported unexpected negative reactivity with a pt sample using capture-r ready-ID on galileo. Alternate testing methods identified an anti-e and anti-k and anti-cc could not be ruled out.

Manufacturer narrative:
The presence of the c, e, and k antigens was confirmed on retention capture-r ready-ID (crrid), lot id080. The customer's sample was tested with crrs, lot x179, and crrid, lot id080, on an in-house galileo using crirc. The sample was nonreactive with all cells tested. Manual tube testing was performed with the sample and panoscreen reagent red blood cells, using immuadd as the potentiator. Very weak reactivity was observed with cell I (c+c-e+k+) and cell iii (c-e+k-) at the 37c and antiglobulin phases of testing. Cell ii (c-e-k-) was nonreactive. The complaint appears to be related to the nature of the sample.